Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the inability to aspirate was not determined. No additional actions/interventions were taken to resolve the catheter issue. The patient was doing well before the procedure and continued to do well (relative to (B)(6) 2019). There were no further complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-mar-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as postlaminectomy pain and spinal pain. It was reported that the pump was replaced due to normal elective replacement indicator (eri) longevity. The patient had no therapy issues. The physician attempted to aspirate the catheter of drug through the catheter access port (cap) and through the catheter and was unsuccessful. The hcp was concerned about this. Further history e.g. Volume discrepancies was unknown. The physician was planning on reattaching the existing catheter. The hcp was considering to proceed with a dye study even though he could not aspirate the catheter from the cap. No symptoms were reported. There were no further complications reported at this time.